Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was 298 mg/dl. The contact indicated that the supplies to the pump would be changed and once the occlusion was cleared, a correction bolus would be delivered.